Manufacturer narrative:
The tubing set was returned to the manufacturer for evaluation. Visual inspection found no indications of damages that would cause a leak. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the saline tubing leaked after being removed from the packing upon priming. Tubing was subsequently replaced to continue with the procedure. There was a reported delay to the procedure of two minutes due to this issue. There was no reported impact on patient outcome